Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported angina and restenosis are listed in the instructions for use (IFU). It was reported that the xience stent was direct stented (without pre-dilatation of the lesion) in a previously implanted non-abbott restensosed stent. It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. Additionally, the IFU also states that the xience v everolimus eluting coronary stent system (xience v stent) is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (less than or equal to 28 mm) with reference vessel diameters of 2.5 mm to 4.25 mm. In this case, it is unknown if this contributed to the reported event. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that approximately twenty months post stenting procedure in a restenosed, previously stented lesion with a non-abbott device in the proximal circumflex with two xience v stents, one 3.5 x 23 and one 3.0 x 15 and direct stenting in the left main coronary artery (lmca) with one 4.0 x 8 xience v stent, the patient was hospitalized for anginal chest pain, acute renal failure, and right common femoral artery pseudoaneurysm. On 06/30/2010, the patient underwent percutaneous coronary revascularization in the lmca for in-stent restenosis in the target lesion and in the left circumflex, target vessel non-target lesion with implantation of two non-abbott drug eluting stents. The patient's condition resolved and the patient was discharged on 07/03/2010. There was no adverse patient sequela. Though requested, there was no additional information provided.